Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The nurse manager for a user facility reported to fresenius that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. Additional information was obtained during follow-up with the nurse who setup treatment. The reported issue occurred at the beginning of treatment. The blood leak was noted as being an internal blood leak. The fresenius machine alarmed appropriately with a blood leak alarm. The blood leak was visually observed running from the dialyzer to the drain tube. The dialysate also turned red. Use of blood test strips was not required. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be discarded and unavailable to be returned to the manufacturer for evaluation.

Event description:
The nurse manager for a user facility reported to fresenius that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. Additional information was obtained during follow-up with the nurse who setup treatment. The reported issue occurred at the beginning of treatment. The blood leak was noted as being an internal blood leak. The fresenius machine alarmed appropriately with a blood leak alarm. The blood leak was visually observed running from the dialyzer to the drain tube. The dialysate also turned red. Use of blood test strips was not required. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be discarded and unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was not returned for manufacturer evaluation. A photograph was provided. The photograph shows an up-close view of the dialyzer label. There is no evidence of a blood leak on the sections of the dialyzer that is visible in the photograph. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.